Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. Photos and video were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport isp m.r.I. Implantable port. During the procedure it was reported that the leakage was located near the 10 cm marking on the catheter. The port was replaced with new one. There was no reported patient injury.